Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence. Correction : initial the issue was marked as an adverse event when it should have been marked as a product problem only.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that following an unrelated procedure the patient could not connect not the ipg. It was noted that the ipg was not placed into surgery mode. A company representative was able re-establish communication with the ipg resolving the problem.